Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Correction to h6 component code: 841 - imager does not apply to this event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the type of the foreign material that remained in the air/water channel was unknown. There was no damage to the area where the foreign material was detected. It was unknown whether there was a deviation from IFU in reprocessing steps for the locations where foreign material remained. Therefore, a definitive root cause of the foreign material in the scope could not be determined. The event can be detected and prevented in accordance with the following IFU. IFU states that detection method in gif-ez1500 operation manual chapter 3 preparation and inspection; IFU states that preventive measure in gif-ez1500 reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited white foreign material inside the air/water channel. There were no reports of patient involvement.